Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during prep, the automated impella controller (aic) was turned on and displayed 1 red alarm (battery failure) and 1 yellow alarm (battery communication failure). The site confirmed the console had not been turned on in months. The procedure was still performed successfully and there was no reported patient harm. There were no issues reported during implant, during support, or during explant.

Manufacturer narrative:
The investigation into the reported issue has been completed since the original report was submitted. The device was not returned for investigation. Based on problem description, it is most likely that console batteries were fully depleted, however we could not verify this because neither the console nor its data was returned for investigation. The root cause could not be determined. In accordance with updated procedures, section d2 has been revised from the initial submission.